Event description:
It was reported that nexiva 22ga 1.00in y was missing a chunk of the needle and the catheter was damaged. The following information was provided by the initial reporter: material no: 383532 batch no: unknown (provided 0334394 but not a valid lot # for ref (B)(4)).   It was reported that the needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert.   Verbatim: describe the event or problem rn attempted to stick patient for piv insertion, piv buckled against patient's skin (did not leave a puncture or other type of mark) insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert. Manufacturer response for IV catheter, bd nexiva closed IV catheter system (per site reporter) they are investigating. What was the original intended procedure? IV catheter insertion. What problem did the user have (check all that apply) -device failed (e g broke, couldn't get it to work or stopped working).

Manufacturer narrative:
H6: investigation: bd was unable to perform a thorough investigation as no sample, valid lot, or valid batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on february 2021. Medwatch report # (B)(4) report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 22ga 1.00in y was missing a chunk of the needle and the catheter was damaged. The following information was provided by the initial reporter: material no: 383532 batch no: unknown (provided 0334394 but not a valid lot # for ref (B)(4).   It was reported that the needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert.   Rn attempted to stick patient for piv insertion, piv buckled against patient's skin (did not leave a puncture or other type of mark) insertion needle appears to have a chunk of needle missing, catheter and needle collapsed when trying to insert. Manufacturer response for IV catheter, bd nexiva closed IV catheter system (per site reporter) they are investigating. What was the original intended procedure? IV catheter insertion. What problem did the user have (check all that apply) -device failed (e g broke, couldn't get it to work or stopped working).